Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 10mm x 4cm balloon. The balloon appeared to have been previously inflated. A partial circumferential outer catheter break was noted at the proximal balloon glue joint. The edges of the break were examined under microscopic magnification and were observed to be slightly jagged. The inner polyimide was intact at this location. The hub was examined under microscopic magnification and no cracks were present. The catheter was kinked 5.0cm from the distal tip. However as the user did not report any kinks, it is likely that the manner in which the device was packaged for return may have contributed to the kink. No other anomalies were noted along the length of the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a leak due to a partial circumferential outer catheter shaft break at the proximal balloon glue joint. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation; do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a non calcified lesion in the right axillary vein, an alleged leak was observed at the balloon glue joint on the first inflation. Reportedly, there was no issue retracting the balloon through the 6fr sheath. Another balloon was used to complete the procedure. There was no reported patient injury.